Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the first mesh leg was placed successfully on the patient's left side. As the physician threw the second leg in the patient's right side into the sacrospinous ligament and attempted to pull it through with the capio device, resistance was encountered. Because of this tension, "a small amount" of suture (with the needle at the end) detached and was captured inside the capio device. The physician removed the entire uphold mesh assembly from the patient and used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.